Event description:
It was reported that this right atrial (ra) lead exhibited under sensing and intrinsic amplitude out of range. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.